Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced heart block. During an atypical flutter ablation procedure, a farawave catheter was selected for use. The physician mapped atypical flutter and performed anterior mitral line with a non-boston scientific rf catheter and then applied pulse field ablation (pfa) on the posterior wall and over the rf mitral line. The patient went into junctional rhythm after the first anterior septal lesion by the transseptal site. The physician completed mitral line with pfa. The patient was in junctional rhythm following pfa and went into wenckebach at the end of the case when waking up from general anesthesia. In the physician opinion, farapulse pfa may have stunned the av node. The patient is expected to full recover. Patient was not hospitalized beyond standard care of time. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced heart block. During an atypical flutter ablation procedure, a farawave catheter was selected for use. The physician mapped atypical flutter and performed anterior mitral line with a non-boston scientific rf catheter and then applied pulse field ablation (pfa) on the posterior wall and over the rf mitral line. The patient went into junctional rhythm after the first anterior septal lesion by the transseptal site. The physician completed mitral line with pfa. The patient was in junctional rhythm following pfa and went into wenckebach at the end of the case when waking up from general anesthesia. In the physician opinion, farapulse pfa may have stunned the av node. The patient is expected to full recover. Patient was not hospitalized beyond standard care of time.the device is not expected to be returned for analysis (disposed).